Event description:
Medtronic received information that during implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, difficulty positioning the valve was reported after exceeding the number of recaptures. The system was retrieved from the patient and the physicians decided to try a new 29 mm valve. The new valve was seated properly at 80% deployment, but upon final release the valve dislodged ventricular and aortic insufficiency was observed. The physicians decided to convert to a mini sternotomy, removing the transcatheter bioprosthetic valve and replacing the patient's valve with a surgical prosthesis uneventfully. No additional adverse patient effects were reported. Additional information was received that per the physician, not enough calcium contributed to the deployment issue. The valve was recaptured 4 times due to the valve not seating properly and looking shallow. On one deployment attempt, the valve dislodged and required a recapture. Following the 29 mm valve, the aortic insufficiency was moderate-severe paravalvular leak (pvl) due to the deep implant.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.